Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain three of three of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a pin hole in the patient line extension which caused the solution to leak all over the floor. The hp stated that they placed a piece of tape over the hole. Renal therapy services (rts) advised the hp to close the clamps and transfer set, and cycle power to the device. The hp was advised to notify the peritoneal dialysis registered nurse regarding the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: (remove set, administration, for peritoneal dialysis, disposable), (remove kdj), (remove homechoice cassette). The customer reported that the issue was with the homechoice cassette and not the patient extension set as previously reported. The customer stated that there was a tiny hole on the cassette line causing the leak. Should additional relevant information become available, a supplemental report will be submitted.